Manufacturer narrative:
As reported, post implant of a ventralight st mesh, the patient developed a hernia recurrence. Information provided states the recurrence was due to muscle relaxation in the patient. Based on the information provided, no conclusion can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative outcome. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. The adverse reactions section of the instructions-for-use, supplied with the device identifies hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient was diagnosed with a parastomal hernia thereby underwent laparoscopic incisional hernia mesh repair with the implant of ventralight st mesh. Post implant the patient developed a hernia recurrence due to muscle relaxation and underwent a second operation.